Manufacturer narrative:
(B)(4). Insulin pump received with cracked and bleeding lcd glass. Unable to perform self-test and displacement test due to cracked and bleeding lcd glass.

Event description:
The customer reported via phone call that the insulin pump had crack at the front of the insulin pump. The customer's blood glucose value was 80 mg/dl. Customer stated it was dropped accidentally. The device will be returned for analysis.